Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device locked down on the tissue and it fired halfway, stopped, wouldn¿t open and had to be opened manually.

Event description:
According to the reporter, during a procedure, the device locked down on the tissue and it fired halfway, stopped, wouldn¿t open and had to be opened manually with a use of retraction tool.

Manufacturer narrative:
Evaluation summary: medtronic led an evaluation of one signia power handle device. The handle log was evaluated and it was determined that there was a one wire error which caused the device to be set to 0 remaining uses. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause for the interruption in communication could not be established. To minimize the impact of these interruptions, a software enhancement has been initiated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a procedure, the device locked down on the tissue and it fired halfway, stopped, wouldn't open and had to be opened manually with a use of retraction tool.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The handle log was evaluated and it was determined that there was a one wire error which caused the device to be set to 0 remaining uses. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, software error was identified during product analysis. The product analysis established a relationship between a device failure and the reported incident. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.